Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. This product was evaluated and repaired by an independent repair center.

Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function.